Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined and the following was observed: radial and longitudinal balloon burst and sheath liner delaminated 8cm from distal tip. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual examination. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Imagery was reviewed and the following was observed: balloon burst during deployment and radial and longitudinal balloon burst. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as the root cause according to the physician was a very calcified valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the corresponding esheath was fully delaminated. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the sheath liner, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway. H3 other text : not returned

Event description:
As reported through edwards lifesciences affiliate in israel, regarding a 26mm sapien 3 valve in aortic position by transfemoral approach. During procedure, pre- dilatation with 23mm edwards bav catheter was done prior to valve deployment. During valve deployment, the commander delivery system balloon burst. Despite the balloon burst, the valve was well implanted. Resistance was observed when retrieving the commander delivery system back into the esheath. The esheath and commander delivery system were removed as one unit. After device removal, it was observed the esheath c-mark band was in the left renal artery. The c-marker band was left inside the patient as the hemodynamics were good. The patient is doing well.